Manufacturer narrative:
At this time the lead has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available this event will be reopened.

Event description:
Boston scientific received information that this implantable left ventricular (lv) lead dislodged two days post implant. The lead attempted to be repositioned but was unsuccessful. The lead was explanted and successfully replaced.